Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of rough actuation. Based on the condition of the returned unit, it is likely that the reported event of rough actuation was caused by the rivet being too tight which occurred during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: adhesiolysis. During the case the surgeon found the atrax to be very clunky when closing and opening the jaw. This sticking or rigidity was not the reusable handle as a second atrax was opened and there was no issue with the second item patient status: patient did not incur injury. Type of intervention: opened new product.

Manufacturer narrative:
The incident device is anticipated to return. A follow up report will be provided upon completion of investigation.

Event description:
Procedure performed: adhesiolysis. During the case the surgeon found the atrax to be very clunky when closing and opening the jaw. This sticking or rigidity was not the reusable handle as a second atrax was opened and there was no issue with the second item. Patient status: patient did not incur injury. Type of intervention: opened new product.